Event description:
It was reported that, "the arthroplasty was revised due to instability. The tibial insert was revised. The components were implanted in situ for 3.6 y. The pt presented a ucla score of 6 three months prior to revision surgery and a maximum ucla score of 7 implantation." Reported devices were implanted in 2004 and explanted in 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed. Neither the device nor additional information is available from the research facility.